Manufacturer narrative:
The lot was manufactured from july 30, 2021 - august 2, 2021. The actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be the untightened blue winged cap. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified upon receiving the device; however, the product met specifications during functional testing. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use, indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bag containing a small volume infusor was wet during storage (two hours after filling). The blue winged cap was observed to be securely tightened. There was no patient involvement. No additional information is available.